Event description:
Damage to the pump housing and usb port was reported, affecting the ability to charge the pump. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support arranged for the pump to be replaced and instructed the caller on using storage mode before returning the device to tandem, which was acknowledged and understood by the caller.